Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2006; 305u227 tissue valve, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture with positional postures, and unstable thresholds. The rv lead was capped, and remains in the patient out of service. No patient complications have been reported as a result of this event.